Event description:
It was reported that the customer experienced difficulties with cartridge changes. There was no adverse impact on the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.